Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having an extended ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having an extended ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to decreased charging time and MRI options. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having an extended ipg charging. The patient will undergo an ipg replacement procedure.